Event description:
The donor presented at the plasma center because, following the last donation on (B)(6) 2026, a severely itchy, red swelling developed at the puncture site. On (B)(6) 2026, she consulted a dermatologist after intensely itchy, red skin lesions appeared across the entire body. Diagnosis: allergic reaction of unknown origin. Product: avsf1732-tc-30b-gt therapy: oral antihistamine, topical corticosteroid ointment.